Event description:
It was reported that a patient underwent a colectomy procedure on (B)(6) 2010 and suture was used to close fascia. During the procedure, the needle broke. All parts of the broken needle were found. Another like device was used to suture the fascia. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.